Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that during an unknown procedure, the device had an activation issue after 1 hour 30 minutes of use. Tried outside the patient, and blade tip broke off the device. Another like device was used to complete the case. No patient consequences. No device will be returned.